Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed the reported medical intervention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that patient required medical attention while using the device. Despite good faith attempts to obtain additional details of medical event, no further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed the reported medical intervention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that patient required medical attention while using the device. Despite good faith attempts to obtain additional details of medical event, no further information was provided.